Event description:
Pt was injected with a dermal filler elevess in 2008. She has had three episodes of delayed inflammatory reactions requiring steroids, one episode of infection. Dates of use: 2009 still implanted, 2008. Diagnosis: cosmetic indication for line correction. Event abated after use stopped or dose reduced: no.